Event description:
Concomitant device reported: fns antirotation screw (part#: unknown, lot#: unknown, quantity: 1), fns bolt (part#: unknown, lot#: unknown, quantity: 1), fns plate (part#: unknown, lot#: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported: femoral neck system plate 1 hole (product code: 04.168.000, lot number: 3l89252, quantity: 1); bolt for femoral neck system 95mm length (product code: 04.168.295, lot number: 4l60310, quantity: 1); antirotation screw for femoral neck sys 95mm length (product code: 04.168.495, lot number: 4l93789, quantity: 1).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and /or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part: part: 412.219s, lot: 3l20712, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: jan 31, 2019, expiry date: jan 1, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 412.219, lot: 2l56197, manufacturing site: (B)(4), release to warehouse date: dec 11, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon explanted the fns system from the patient due to concerns of cold welding of the angle-stable femoral screw. It was necessary for the surgeon to drill. There was no surgical delay. The procedure was successfully completed. The patient was reported as stable. The original surgery for implantation was performed on (B)(6) 2019. There is no further information available. Concomitant device reported: unk - nail head elements: fns anti-rotation (part #: unknown, lot #: unknown, quantity: 1), unk - nail head elements: fns bolt (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 50mm-sterile. This is report 2 of 2 for (B)(4).